Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete was returned in one piece measuring 52.0 cm. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths. The outer insulation was cut at 9.2 cm and 10.8 cm to 11.5 cm from the connector pin consistent with procedural damage. Destructive analysis of the lead found inner insulation abrasions exposing the inner coil located at the distal region of the lead consistent with external forces. The cause of the reported event was isolated to the exposure of the inner coil in the abrasion zone.